Manufacturer narrative:
A candela technician went onsite to evaluate the device. Inspected rail and optics, I/o board and connections, left side chassis (water). - all in good working order. Service tests (18mm, small spot size and 24mm delivery systems) - all measurements well within specs. No technical issues found. A review of the service history was performed which revealed no similar issues reported. (Patient impacts/injuries). The gentlemax pro laser system operator's manual warns: all personnel in the vicinity of the laser must keep eyewear on at all times during treatment procedure. The gentlemax pro laser system operator's manual warns: use only safety eyewear with an optical density of greater than or equal to 5.8 for 755 nm and eyewear with an optical density of greater than or equal to 6.3 for 1064 nm. Safety eyewear that is designed for use with other laser systems may not provide adequate protection. Please use the dual wavelength eyewear supplied with the system. The gentlemax pro laser system operator's manual warns: position patient comfortably and confirm that the patient and everyone in the treatment room are wearing the correct protective eyewear. Customer reported patient was wearing blackout goggles at the time of the treatment. Customer believes any injury was likely caused by previous events, not related to the laser. In addition to the customer response on 16feb2024, that "the doctor advised the laser did not cause it." Therefore, the most probable cause for this event is cause cannot be traced to device indicating that the adverse event that occurred is not attributable to this device. Cause traced to non-device related factors. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.

Event description:
A customer in new zealand reported treating a male patient with gentlemax pro laser for laser hair removal above the eyebrow (outside the orbital rim) and ear. Patient claimed that he has retinal damage, and that he has had treatment and injury is improving. Customer reported that the patient was wearing blackout goggles at the time of the treatment. Reported patient medical history includes history of "severe injuries to head." Customer reported that the patient has criminal history; including fighting with blows to the head. Update: per customer 16feb2024 response, "the doctor advised the laser did not cause it." No further information provided.

Manufacturer narrative:
A candela technician went onsite to evaluate the device. Inspected rail and optics, I/o board and connections, left side chassis (water). - all in good working order. Service tests (18mm, small spot size and 24mm delivery systems) - all measurements well within specs. No technical issues found.

Event description:
A customer in new zealand reported treating a male patient with gentlemax pro laser for laser hair removal above the eyebrow (outside the orbital rim) and ear. Patient claimed that he has retinal damage, and that he has had treatment and injury is improving. Customer reported that the patient was wearing blackout goggles at the time of the treatment. Reported patient medical history includes history of "severe injuries to head." Customer reported that the patient has criminal history; including fighting with blows to the head. Additional information has been solicited.